Manufacturer narrative:
Unable to confirm explantation or deflation. No information available.updates/corrections made to sections: a1, b1, b2, b4, d3, d9, h2, h3. H6, h10

Event description:
Alleged deflation

Event description:
Alleged deflation.